Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported discrepant results during antibody screen testing on a rhogam patient using biotestcell 3 on tango infinity. An initially weak positive result was negative when retested. The customer announced to provide the original samples for investigational testing but so far, we have not received them. The information, which lot of biotestcell 3 was used for testing, was only provided on september 27, 2024. At that ime the product had already expired (september 23, 2024). Therefore, it was not possible to test the retention sample of the affected lot. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The investigation 0f the affected tango infinity instrument is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported discrepant results during antibody screen testing on a rhogam patient using biotestcell 3 on tango infinity. Initially the patient reacted weakly positive but negative reactions were obtained upon retesting. The information, which lot of biotestcell 3 was used for testing, was only provided on september 27, 2024. At that ime the product had already expired (september 23, 2024). Therefore it was not possible to test the retention sample of the affected lot. The customer initially announced to provide the original samples for investigational testing but did not send them in. Therefore we were not able to investigate the reported issue any further. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Also, no log files of the affected tango infinity were provided, therefore a further investigation of the instrument was not possible. Based on the investigation the complaint was classified as undetermined. The customer was not interested in any further investigation, therefore neither instrument files nor the affected patient sample were provided. An expedient investigation was therefore not possible.